Event description:
A revision was done due to broken stem.

Manufacturer narrative:
Device is currently undergoing engineering evaluation. The device history record provides assurance that the part was accepted with conformance to the product requirements.